Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance measurements. No intervention is planned at this time, the patient will continue to be monitored. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the device was interrogated and a message was displayed indicating high out of range shock impedance measurements were detected. The patient had received a shock which successfully converted the rhythm, however the shock impedance measurement was out of range. An invasive procedure was performed. The lead to device connection was secure. This lead was surgically abandoned and replaced. The device remains in service without further complication. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.